Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The outcome of the event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that : all broken parts have not been removed from the patient's mouth. There was no injury to the patient. This is a follow up report for this additional information. Investigation results: summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1757055). The three unused waveone gold primary files 25mm which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report to correct this code.